Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that shaft break occurred. The patient presented with pancreatic space occupying lesion, obstructive jaundice, and hypertension. The target lesion was located in the biliary tract. The patient was placed in a supine position for percutaneous stent implantation. After placing an 035 guidewire and a 6f-long sheath, an 8x60x75/ 6f wallstent rp endoprosthesis was selected for use. However, during preparation, it was found that the protective sheath of the stent was fractured. The device was replaced with another of same device, and the procedure was completed. There were no complications reported and the patient status was stable.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. The device was returned for evaluation. A visual and tactile examination identified that there was an outer sheath break 30mm distal from the distal end of hub. The device was received with the stent sheathed on the device. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The patient presented with pancreatic space occupying lesion, obstructive jaundice, and hypertension. The target lesion was located in the biliary tract. The patient was placed in a supine position for percutaneous stent implantation. After placing an 035 guidewire and a 6f-long sheath, an 8x60x75/6f wallstent rp endoprosthesis was selected for use. However, during preparation, it was found that the protective sheath of the stent was fractured. The device was replaced with another of same device, and the procedure was completed. There were no complications reported and the patient status was stable.